Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was placed at anterior and posterior leaflet 2(a2p2) successfully. Post removal of steerable guide catheter(sgc) from septum, right to left shunt was observed due to reduction in left atrial pressure. No hypoxemia was observed. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was placed at anterior and posterior leaflet 2(a2p2) successfully. Post removal of steerable guide catheter(sgc) from septum, right to left shunt was observed due to reduction in left atrial pressure. No hypoxemia was observed. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation, listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.